Event description:
It was reported that during a sleeve gastrectomy procedure, the stapler fails to submit second shot to make the cut and stomach stapling. The stapler close to the stomach and wait fifteen seconds before the second shot, the trigger is activated when the stapler is no possibility to lock execute the shot. So the surgeon attempts to unlock the blade, following the steps set without having stomach results being trapped without possibility of withdrawing the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What firing of device did the event occur? When the surgeon activated the trigger, did the device deploy staples and cut and then stop? Which stroke did the event occur? How was the device removed from the tissue? Was there any damage to the tissue? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Was the patient clinically impacted based on the event? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.